Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, when the package was opened on the vaso view hemopro it was observed that the jaws were damaged. The product was not used on the patient. A replacement device was used to complete the procedure.

Manufacturer narrative:
The device was returned to the factory for evaluation. It showed no signs of clinical usage or evidence of blood. A visual inspection determined that the tip of the silicone boot on the cold jaw was cracked in multiple locations. While we were unable to conclusively determine the root cause, this problem is consistent with an improper insertion opf the tool into the cannula. Based upon the received condition of the device, the reported complaint was confirmed. A lot history record review was completed for the reported product number. There was no non-conformance recorded in the lot history. (B)(4).